Event description:
Customer reported receiving inaccurate high readings. Pt experienced a low blood glucose event during the middle of the night. Paramedics were called and during the hypoglycemic event, customer's meter provided a reading of 115 mg/dl. A comparison reading was taken by the paramedic with an unknown brand with a result of 52 mg/dl. A glass of fruit juice was provided as treatment.